Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased to 15%, but the exact timeframe in which the change was observed, has not been specified. The device was explanted and replaced and at this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The device was discarded by the explanting hospital, so it is not available for return and technical analysis.